Manufacturer narrative:
H2, h3, h6: a manufacturer representative went to the site to test the navigation system. It was reported that there was no fault found. Codes b01, c19, d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that when attempting to load a patient cd on the system, the system indicated it was "searching for digital intercommunication of medicine (dicom)" and was unable to progress past that screen after more than 5 minutes. No patient was present. Troubleshooting information was provided. It was confirmed the dvd was mounted in the clinical application. The user attempted to eject the cd with no effect. The cd player sounded "like it was trying to eject" the disk, and the system still displayed "searching for dicom" message. The images required for the procedure were: computed tomography (CT) of brain and magnetic resonance imaging (MRI) of brain. The user logged out of the clinical application, and the disk was able to be ejected from the system. They opened the cd on a desktop computer, and the site reported there were multiple files and folders on the cd along with a dicom viewer. The cd took a longer than expected amount of time t o open on the computer. They clicked into a dicom folder and found several other folders inside, each containing multiple folder structures each.

Manufacturer narrative:
Concomitant medical products: product ID 9735670 (serial: (B)(6); product type: ; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735991. No parts have been received by the manufacturer for evaluation. Previously reported codes b17, c20, d15 are applicable to this state ment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.